Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is replacement surgery. Surgery date is pending.